Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported needle eclipse s/t 25x1 rb, that after vaccinating a member of staff, the safety cap fell off during one-handed activation of the safety needle, resulting in a needle stick injury to the person administering the vaccine.